Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported during a flap creation, after proper suction was achieved, the eye rolled and the flap became decentered. The doctor was very upset and angry. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No technical problem was found in the logfile. The field servcie engineer checked puf voltage, vacuum, plugs and tubing, ec and objective weight and no problem was found. Per cas a loosen conjunctiva in combination with small iris diameter could be a cause for the reported event. If there is a proper vacuum applied and the patient strongly roll his eye the vacuum breaks and the laser stops. No technical root cause was identified. The most likely root cause is a eye movement that caused a loosen conjunctiva in combination with small iris diameter. The manufacturer internal reference number is: (B)(4).